Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. S/w version: 5.2b. Retainer ring black. Case type ngp. On jan 21, 2023 customer alleged battery lasts less than expected. Pump was received with battery cap contact missing. Pump passed active current measurement, self-test, displacement test and p-cap locks properly into the reservoir compartment. However, unit received with high sleep current. Swapped the case of the pump and sleep current measurement passed. The high sleep current was due to corded battery tube. Pump successfully downloaded traces and history file using thump.pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. Battery lasts less than expected was found in the pump history on 01/21/2023 at 04:56:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Pump was received with battery cap contact missing. Battery lasts less than expected were not confirmed. Unexpected battery power loss was confirmed during testing the unit did not pass sleep current due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.

Event description:
Information received by medtronic indicated that the customer reported a short battery life. Troubleshooting was partially performed and found that the customer received a low battery alert. It was found that the battery did not last more than 1 week. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g ous insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.